Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and physician considered char excessive and estimated the risk to be increased. After the procedure, the doctor pulled the catheter out of the patient and saw that the catheter was charred on the tip of the qdot micro catheter. There was no error on the system. No patient consequence. No delay. Additional information was received on (B)(6)2024. The char was located at the second electrode. No errors were presented. The physician saw no other problems on the product. No issues related to the temperature and flow on the catheter. The temperature cut off was set on 55 degrees and the qmode+ was used. The patient was anticoagulated. Act over 300. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered that the char was excessive. The doctor estimates the risk to be increased. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of the ablation was 90 w and 4 sec. The average contact force was not greater than 40g. The irrigation rate was set at > 90w and 8ml/min. The char event was originally considered non-reportable, however, bwi became aware that the physician considered the char excessive and estimated the risk to be increased on (B)(6)2024 and have reassessed the event as reportable. The awareness date for this record is(B)(6)2024.

Manufacturer narrative:
(B)(6) additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).